Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during cardiothoracic surgery, the physician identified that this right ventricular (rv) lead had perforated through the ventricular apex. The physician repositioned the lead back into the ventricle and sutured the perforation site. Following the procedure, the device was evaluated. No additional adverse patient effects were reported. This rv lead remains in service.